Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6) 2020 and the pt suffered wound infection after drainage of hematoma which subsequently extended to joint. The patient was revised on (B)(6) 2020. The case report form indicates that this event is definitely not related to device, possibly related to procedure. Outcome: resolved on (B)(6) 2020.

Manufacturer narrative:
Pending investigation.

Event description:
As reported by the equinoxe shoulder study, the 70-year-old female patient had a right tsa on (B)(6) 2020. The patient presented with infectiion & loosening - pt with increase pain and erythene near incision. The outcome of this event is considered resolved and the report indicates that the action taken is revision - interspace antibiotic spacer on (B)(6) 2021. The case report form indicates that this event is definitely not related to the device and possibly related to the procedure. This case is related to (B)(4). This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6. MDR section codes updated/corrected: a, b, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of the reported loosening and infection. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.